Event description:
During service by baxter, the infusion pump was found to contain failure code 570. According to the hosp representative, no pt injury or medical intervention has been reported related to the device. No add'l info or contact was available.

Manufacturer narrative:
Evaluation summary: failure code 570 was confirmed. Inspection of the device found that the pump's batteries were potentially damaged and were therefore replaced. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue. This issue is currently being investigated under CAPA.